Event description:
The device was initially programmed and appeared to be working well. On (B) (6) 2009, the pt reported the device allegedly turning itself off for no apparent reason. The physician readjusted the programming on the device on (B) (6) 2009. The pt reported that her exchange intervals changed to 5 minutes a day from one hour a day, and was concerned the device was not working. The physician interrogated the device on the (B) (6) 2009 and found the positive and negative contacts had cleared themselves completely, and the device was on but not providing therapy. The pt was evaluated again on (B) (6) 2009 and the device was working well again. No pt injury was reported. This device is being used for the treatment of depression.

Manufacturer narrative:
(B) (4).